Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had presented at another hospital with dark urine and lactate dehydrogenase (ldh) levels of greater than 2000. At the time, the admitting hospital had administered a heparin drip. The patient was then transferred to the implanting center due to continued increase in ldh levels and was admitted to rule out thrombus in the device. After about one week of being medically maintained on a heparin drip, the patient's ldh levels normalized and was ready to be discharged home.

Manufacturer narrative:
The patient remains ongoing on lvad support with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.